Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the surgeon checked the accuracy after the spin and felt accurate. The site "gear shifted" and then accuracy was lost. When the "gear shift" occurred, the site was using the tactile probe. The instrument showed about four millimeters medial to the actual position. It was alleged there was possible anatomy movement. The procedure was completed without using the navigation system. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.